Manufacturer narrative:
According to the customer, "the nebulizer isn't producing the medicine out of the mask, vapor isn't populating. Medicine not misting." The customer confirmed receipt of the replacement and declined to provide further details regarding the incident. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was requested for evaluation. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "the nebulizer isn't producing the medicine out of the mask, vapor isn't populating. Medicine not misting."